Event description:
The surgeon reported that the knives did not cut as well as expected. The surgeon stated that he had to use more pressure than normal to make an incision, which resulted in a warped incision. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress.